Event description:
Could we please get the information about the following article from your company, whether there have already been incidents (e.g. Demolitions or blasts) with the product? Ref 383517 indwelling vein cannula 20 ga x 1.25 in (1.1x32 mm). The request is made due to an incident in our house. No patient was injured in the incident. We would be grateful for a quick answer. Additional event info received on: 10-sep-2024 special event on 05/09/2024. In the patient a. Computed tomography of the neck, thorax and abdomen was performed. The patient arrived from the ward with a bd nexiva 20 ga x 1.25 in (1.1 x 32 mm) ref 383517 indwelling venous cannula the patient was positioned, the indwelling cannula was injected manually, which was somewhat difficult, the tissue did not become thick. The injection pressure was reduced to 3.0 ml/s on the medrad stellant series 36577 high-pressure syringe. The thorax and abdomen were first examined with the arms stretched upwards, 100 ml of contrast medium and 40 ml of saline solution were injected without any problems, good contrast on the images. Next, the patient's arms were taken down, the tube is long enough so that it does not need to be reconnected. Stretched arms. During the injection of 30 ml of contrast medium, the tube, which is firmly attached (welded?) To the venous indwelling cannula, inflated and was blown off. The contrast medium spread over the patient and the computer tomograph. Nothing reached the patient's tissue.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of tubing defective/ damaged was not confirmed upon inspection of the sample. Analysis of the sample showed no damages or defects. The sample passed the catheter/ adapter pull test, flashback test, and extension tube pull strength test. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The nexiva manufacturing process was reviewed, there is no change in the process that can cause this defect. This was the first reported issue regarding the damage extension tubing for nexiva product for over 2 years. The root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port tubing was defective / damaged. Could we please get the information about the following article from your company, whether there have already been incidents (e.g. Demolitions or blasts) with the product? Ref 383517 indwelling vein cannula 20 ga x 1.25 in (1.1x32 mm). The request is made due to an incident in our house. No patient was injured in the incident. We would be grateful for a quick answer. Additional event info received on: 10-sep-2024. Special event on 05/09/2024. In the patient a computed tomography of the neck, thorax and abdomen was performed. The patient arrived from the ward with a bd nexiva 20 ga x 1.25 in (1.1 x 32 mm) ref (B)(4) indwelling venous cannula. The patient was positioned, the indwelling cannula was injected manually, which was somewhat difficult, the tissue did not become thick. The injection pressure was reduced to 3.0 ml/s on the medrad stellant series 36577 high-pressure syringe. The thorax and abdomen were first examined with the arms stretched upwards, 100 ml of contrast medium and 40 ml of saline solution were injected without any problems, good contrast on the images. Next, the patient's arms were taken down, the tube is long enough so that it does not need to be reconnected. Stretched arms. During the injection of 30 ml of contrast medium, the tube, which is firmly attached (welded?) To the venous indwelling cannula, inflated and was blown off. The contrast medium spread over the patient and the computer tomograph. Nothing reached the patient's tissue.